Manufacturer narrative:
This complaint has been identified as part of a retrospective review. The data logs confirm the increase in purge pressure and decrease in purge flow. The root cause of the high purge pressure was unable to be determined as no product was returned for analysis. The root cause of the access site bleeding - major and vascular damage - peripheral vessel could not be determined as insufficient clinical details were provided.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the pump exhibited purge pressure alarms and troubleshooting was attempted. The purge cassette was replaced, and eventually the pump was as well. The patient was taken off all anticoagulants due to bleed at all sites. Additionally, it was reported that there was no systemic anticoagulants due to gastrointestinal bleed concerns. No further intervention was specified, but it was reported that the patient survived.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: access site bleeding: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.